Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician obtained vascular access and advanced intracardiac echocardiography (ice) into the right atrium. Transseptal access was achieved and the versacross connect and the was were advanced into the left atrium. During this time, fluoroscopy was disabled and the physician advanced the system beyond the border of the heart and perforated the laa. The physician performed a pericardiocentesis and drained 2500cc of blood from the patient which was then auto-transfused back. The decision was then made to have the patient undergo open heart surgery to repair the perforation. During surgery the perforation was repaired and the laa of the patient was clipped. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician obtained vascular access and advanced intracardiac echocardiography (ice) into the right atrium. Transseptal access was achieved and the versacross connect and the was were advanced into the left atrium. During this time, fluoroscopy was disabled and the physician advanced the system beyond the border of the heart and perforated the laa. The physician performed a pericardiocentesis and drained 2500cc of blood from the patient which was then auto-transfused back. The decision was then made to have the patient undergo open heart surgery to repair the perforation. During surgery the perforation was repaired and the laa of the patient was clipped. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. It was further reported that the patient has recovered from the event and has been discharged from the hospital.